Event description:
Just before the patient awoke up from anesthesia after surgery, the dorsal pedicle artery was not vibrated and an ultrasound examination revealed thrombosis behind the knee. The patient was awoke and was transferred another hospital emergently to remove the thrombus.